Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced hyperglycemia after running out of insulin while away from home and subsequently completed a full supply and dexcom g7 sensor change using an inset 23" 6 mm infusion set, with the highest recorded glucose at 353 mg/dl and duration outside range for approximately 30 minutes. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education with no device alerts or alarms reported. Investigation of this case revealed no device malfunction or component issue identified, and the cause of hyperglycemia was determined to be interrupted insulin availability. It was concluded, based on previously established findings for similar reports, that the cause was attributed to the user failing to refill the device with insulin. There are no indications of a device malfunction, or manufacturing or design defect or deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.